Event description:
An elderly female was undergoing a left total hip revision for a painful left hip, femoral loosening and polyethylene wear. During the procedure, two threaded k-wires were used with stryker reamers to ream l femoral canal. Both threaded tips broke off the k-wires in the femoral canal. C-arm was used to help visualize the broken tips. An attempt was made to remove the two pieces without success. The surgeon felt that it cause more trauma to remove and was intentionally left in place. The left femoral canal was irrigated. Upon last x-ray, one of the broken tips was seen and the other was not. It is not known where the other broken tip is located.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.